Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #k142688. 1 x echo-hd-3-20-c lot number c1266857 was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the needle was out of the sheath on return. The needle was pulled out of sheath, it was noted that it was broken below the sheath extender at position 3 proximal end. This could have been possibly from removing from the packaging or placing the device into the scope. The customer complaint is considered to be confirmed due to needle broken. The manufacturing records of the device involved in this complaint c1266857 did not reveal any discrepancies. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0077-4, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture, the needle was not able to withdraw. Although the safety ring is the position ¿0¿, the needle is still fully out of the sheath.